Event description:
It was reported that the right atrial (ra) lead had a possible insulation breach, although lead measurements were all within acceptable limits. Medical adhesive was applied to the area and the lead continued to function as expected, "well within normal serial impedances and thresholds." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).